Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. On (B)(6) 2013, at an unspecified time, line a of the device was programmed to deliver normal saline 0.45%, at a rate of 80 ml/hr. Line b was programmed to deliver morphine sulfate 5 vials/45 ml, at a rate of 3 mg/hr, and a vtbi (volume to be infused) of 50 ml, and the delivery was started. No further programming parameters were provided. On (B)(6) 2013 at an unspecified, time the pt was made dnr (do not resuscitate) and placed into palliative care. At 1030, a new container of morphine was hung and the delivery was restarted. At 1300, the nurse was called to the room for an air in line alarm. At that time, the nurse removed the air from the cassette and the delivery was restarted. After 10 minutes, the device alarmed for air in line. At that time, it was reported that alarm was cleared. No specific details were provided. At 1400, it was reported a second nurse noted that the morphine delivery was completed. At that time, the second nurse noted that line a was delivering at a rate of 30 mg/hr, instead of the intended rate of 80 ml/hr, and that line b was delivering at a rate of 80 ml/hr, instead of the intended rate of 30 mg/hr. The customer contact reported the pt rec'd 40 mg of morphine. No medical interventions were reported. On an unspecified date at 1750, it was reported the pt expired. It was reported the pt's death was due to respiratory arrest from the pt's natural disease process. The customer contact reported the device did not contribute to the pt's death. After an unspecified length of time, the device was removed from clinical svc. Though requested, no add'l info was provided, including if delivery was resumed with a replacement device.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. There is no info known to hospira at this time that reasonably suggests the pt's death was attributed to this device. This report represents all the info known by the reporter upon query by hospira personnel.